Event description:
The customer contact reported the float valve of the soluset was stuck to the wall of the soluset. The soluset was to be used to deliver an unspecified solution at an unspecified rate. It was reported that as the nurse was connecting the soluset to the pt, she noted that the soluset float valve was stuck to the wall of the soluset. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the intl list number in the "other" field. The info on reprocessing of the device was requested; however, no response has been received.